Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (does not power on monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The battery was producing a battery fault and had an output voltage of 2v. The root cause for the failure could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned a battery pack indicating that the battery was unable to power on a monitor.